Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during initial drain while the patient was connected. During troubleshooting, it was noted that the patient did not know if the patient line was properly primed before connecting and did not verify if the line was primed. Renal therapy service (rts) instructed the home patient to close and open the transfer set, slide the clamp down the line and check patient line for fibrin and air spaces. The patient stated they did not see any damage to the cassette, and was unable to answer the troubleshooting questions. The rts agent had the patient end therapy, and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.